Event description:
In 05/05, while wearing the external equipment, the pt reportedly experienced pain and loss of sound percept. Prior to this date, the pt reportedly was hit on the implant site by an object. Three days after, the pt was seen at the center for eval. Testing performed confirmed that the device was functioning. Eleven days later, the pt was seen by a co rep for device valuation. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. On 06/22/05, the co was notified that a decision was made to explant the pt's c1 device.